Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Reportedly, the sheath was upsized to 12f and the aaa procedure was completed. It should be noted that the perclose at instructions for use (IFU) states: the perclose at 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a perclose at device, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The physician stated that the access site was high in the common femoral artery near the inguinal ligament. The sheath was upsized to 12f and the aaa procedure was completed. Reportedly, after the perclose at knot was advanced and no bleeding was seen, the patient's blood pressure dropped. A left femoral angiogram was performed via right common femoral artery access. Bleeding was seen at the left common femoral artery access site. A balloon was placed to stop the bleeding. A cut down was performed and hemostasis was achieved. The patient was in hypotensive shock. Transfusions of three units of blood were given. Hospitalization was extended. Three days later the patient experienced a myocardial infarction (mi) and died. The physician stated that the mi was related to the hypotensive shock. It was reported that the physician is trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device code 2017- indications for use. This code is used to address the use of a perclose at device to close a 12f access site. Per the instructions for use: the perclose at 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.